Manufacturer narrative:
Investigation summary: 1 photo and 1 returned sample were investigated and the adhesive was found to be cracked. However, the incoming inspection report of the cannula which was used for lot# 8064006 showed that all test results met the specifications. 7 retention samples were also inspected and the reported defect was not found. A DHR of lot 8064006 was reviewed and no abnormalities/qns were found. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Root cause description: root cause cannot be determined at this time as no failure was found after reviewing the lot production record and manufacturing process. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that after the patient was injected with "growth hormone" from the bd ultra-fine¿ nano pen needle, the needle broke off in the patient's body and had to be "removed by surgery".